Event description:
Caller reported a cgm error and was guided through a pump reset by customer support. Blood glucose level impact was not reported; however, it can be inferred that there was no adverse effect as the issue was resolved without further complications. Cts provided assistance in resetting the pump, and the caller was able to begin their sensor session successfully, indicating that the issue was resolved effectively.